Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding stability pin used in anterior lumbar interbody fusion (alif). It was reported that the distal part of the stability pin broke inside the bone. So there was fragments of instrument inside the patient. Levels implanted was l5/s1. Pre-operative diagnosis for this procedure found out to be spondylostesis at l5/s1. No adverse event reported to patient. There is no revision surgery planned/ occurred to remove the fragments of the instrument from the patient. There were no further complications that were reported.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.